Manufacturer narrative:
This report is submitted june 19, 2018.

Event description:
Per the clinic, the tip of the electrode array was found to be folded over in the cochlea, resulting in the decision for revision surgery on (B)(6) 2018.